Manufacturer narrative:
Through follow up with the user facility, us endoscopy has learned that medical tape was not used to secure the cap, which is contrary to the directions provided in the instructions for use. Statements in the instructions for use include: "dry the tip of the endoscope by wiping with a 4x4 gauze, or dry wash cloth. It is important that the reveal distal attachment cap and tip of the endoscope are dry to ensure that the device stays attached to the endoscope. Secure the reveal distal attachment cap to the endoscope using medical grade tape ensuring not to cover the side hole." The device subject of this event was not returned to us endoscopy for evaluation. The user facility returned other devices from the same lot, which were evaluated and found to be within specification. The device history record for the subject lot was reviewed and confirmed the device was manufactured to specification. There have been no other complaints associated with this lot. The user facility has declined us endoscopy's offer of in-service training.

Event description:
The user facility reported that a reveal distal attachment cap detached from the endoscope during procedural use. The device was retrieved, and there was no reported harm to the patient or user.